Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a heart block av requiring surgical intervention for temporary pacemaker implantation. During a common atrial flutter (afl) procedure, cavotricuspid isthmus (cti) ablation was conducted during afl. The tachycardia stopped during the ablation, and then, sick sinus rhythm (sss) occurred. Since the cti line had been already completed by ablation no additional ablation was conducted after occurrence of this adverse event. After that, the patient¿s clinical course was monitored, but only escaped rhythm was confirmed. Therefore, temporary pacemaker was implanted to the patient¿s body, and the procedure was completed. The patient is being follow-up on. The physician's opinions on the relationship between the event and the product was that the event was not caused by the ablation because the patient was elderly and had a tendency of bradycardia from the time of entering the room. Bradycardia was reported as relevant medical history. Additional information was received indicating that after the event, autogenous pulse appeared, and therefore, temporary was removed and intervention was not performed. The patient¿s outcome from the adverse event was reported as improved. Patient did not require extended hospitalization because of the adverse event. Smartablate generator was used in this case.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30922772l and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).